Manufacturer narrative:
Complaint (B)(4): customer samples have been requested but not yet received at the time of this report. If/when samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer provided photograph, reported: "we discovered that blue top tubes from lot #b250935p have labels attached at varying heights. This lot is currently being removed from phlebotomy carts. The coagulation department identified a few tubes with inconsistent labeling; however, all associated specimens were auto-verified and results were within normal limits according to the coagulation tech." Customer called ts (B)(6) 2026: customer advised samples will be returned for evaluation. Customers current inventory consisted of loose tubes, rack/carton labels will be provided if available.